Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow up, post-paced t wave oversensing was observed on the ventricular channel. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.